Event description:
It was reported that the right ventricular (rv) lead has a confirmed fracture with high impedance, oversensing of noise and non-physiologic non-sustained ventricular tachycardia (nsvt) with short interval counts (sic). The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6996sq58, lead, implanted: (B)(6) 2012; 6726-25, lead adapter, implanted: (B)(6) 2012. (B)(4).